Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced high and undefined impedance, high thresholds, and high sensing integrity counter (sic), resulting from a lead dislodgement. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.